Event description:
Customer reported, the system is displaying filament and overload errors. No injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage tank. System operates as intended.